Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that she stopped using the insulin pump, and she is on manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.